Event description:
Technician alleged that brake would not lock.

Manufacturer narrative:
Technician replaced broken screw and foot end hex rod to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort wil continue until we are current.